Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup. A download was not performed due to a low battery status. Device replacement will be scheduled at normal eri. No further information available.

Manufacturer narrative:
Correction (B)(4).